Event description:
During an rf procedure, the generator channels did not reach target temperature and the procedure could not be completed. A block with anesthetic was made in place of the rf procedure. There were no adverse consequence to the patient.

Manufacturer narrative:
The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to abnormal functionality of the power supply board and channel three radio frequency amplifier printed circuit assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).